Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt port on the vasoview hemopro 2 kept deflating. Harvester complained of tunnel collapsing and could not proceed with procedure. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).